Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth post enhancement treatment in the right eye (od) post treatment. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry od. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -2.75 x 86, left eye pre-op 20/20 -1.00 x -1.75 x 99. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.75 x 26, left eye post-op 20/20 .00 x -.25 x 5. Bcva from (B)(6) 2018: right eye post-op 20/40, left eye post-op 20/20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer year that was provided was incorrect as it should have been year 2008 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.